Manufacturer narrative:
To date, the device has not been returned. If the product is returned for evaluation, any further information derived from the evaluation will be submitted in a supplemental 3500a form.

Event description:
It was reported by an attorney that the patient underwent a hernia repair procedure on (B)(6) 2014 and mesh was implanted. It was reported the patient experienced an undisclosed adverse event. No additional information was provided.

Manufacturer narrative:
Date sent to FDA: 6/29/2020. H6 patient code: 3189- surgical intervention. Additional information: a1, a2, d1, d2, d4, d7 additional b5 narrative: it was reported that the patient experienced recurrent hernia. It was reported that the patient underwent a rivision of mesh on (B)(6) 2015.

Manufacturer narrative:
Date sent to FDA: 6/30/2020. A review of the manufacturing records was performed and indicates that there were no quality concerns associated with the manufacturing process.

Manufacturer narrative:
Date sent to the FDA: 6/22/2020. Additional b5 narrative: it was reported that the patient experienced severe pain, infection and swelling following surgery.